Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a black foreign thing was found on the delivery rod of a 6f exoseal vascular closure device (vcd) when the package was opened. The operator wiped it with saline gauze and was able to wipe it off. However, the operator did not use the occluder for safety reasons and replaced it with a new unknown exoseal to achieve hemostasis. There was no reported patient injury. The device was stored in the warehouse where the goods were stored. The device was stored and prepped per the instructions for use (IFU). There were no damages to the device or packaging noted prior to use. The device was opened in a sterile field. The device was not previously opened and then placed back in the cabinet for later use. The foreign material was not saved because it was wiped away by the surgeon. There are no images of the black foreign material found. The 6f closure device was used for femoral artery occlusion. A 6f cordis short puncture sheath, unknown drug-coated balloon, and unknown stent were used during the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did have mild visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s bmi was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, a black foreign thing was found on the delivery rod of a 6f exoseal vascular closure device (vcd) when the package was opened. The operator wiped it with saline gauze and was able to wipe it off. However, the operator did not use the occluder for safety reasons and replaced it with a new unknown exoseal to achieve hemostasis. There was no reported patient injury. The device was stored in the warehouse where the goods were stored. The device was stored and prepped per the instructions for use (IFU). There were no damages to the device or packaging noted prior to use. The device was opened in a sterile field. The device was not previously opened and then placed back in the cabinet for later use. The foreign material was not saved because it was wiped away by the surgeon. There are no images of the black foreign material found. The 6f closure device was used for femoral artery occlusion. A 6f cordis short puncture sheath, an unknown drug-coated balloon, and an unknown stent were used during the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did have mild visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One non-sterile vascular closure device 6f was received for analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received in the white/black position and the guard was found unlocked. However, no foreign materials could be noted. No anomalies were observed during the analysis. A functional test could be successfully performed. The plug could be deployed, and all the mechanisms associated with the deployment functioned as expected. The reported event of ¿vascular closure device (vcd)-foreign material¿ was not confirmed through analysis of the returned device since the foreign material was not received. The exact cause of the issue experienced could not be determined during product analysis. Without return of the foreign material or an image, it is not possible to determine what the foreign material may have been or what may have contributed to the presence of the foreign material. However, procedural/handling factors are possible. According to the IFU, which is not intended as a mitigation, it warns ¿do not use the exoseal¿ vcd if the package is damaged or any portion of the package has been previously opened. Do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.